Manufacturer narrative:
Concomitant medical product: dtba1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. More than 3 weeks later, the patient received inappropriate shocks due to noise. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.